Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of collimator potentiometer error. The fse determined the cause of the problem to be the collimator. The fse replaced the collimator to resolve the issue. The fse verified system functionality. The collimator is a restriction of x-radiation to the area being examined or treated by confining the beam with metal diaphragms or shutters with high radiation-absorption power. In addition to protection the patient and others from scatter radiation, beam collimation reduces radiographic density. The collimator allows the user to view images at any angle, and area. Normal wear tear can cause potentiometer variability. The collimator could cause this issue. Based on age of the system, manufactured before 1994, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator iris was calibrated without success of correcting the issue. The collimator leaves and image processor pcb were identified as needing replacement. No additional service information was provided.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system failed to boot up. No patient serious injury or death was reported related to this event.